Event description:
Pt had star sliding core bearing revised.

Manufacturer narrative:
Evaluation showed fracture of poly sliding core after 7 years implanted. Review of manufacturing record showed no anomalies.